Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2015. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to movement of the ipg inside the pocket. As a result, surgical intervention was undertaken may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which in turn was relocated to the patient's left side for easier access. Postoperatively, therapy was restored thus resolving the issue.